Event description:
The initial reporter stated they received discrepant results for a patient urine sample tested with tina-quant albumin gen.2 - urine application on a cobas 6000 c501 module. The sample resulted in the following albumin values when tested on the c501 analyzer: 158.0 mg/l, 87.1 mg/l, 289.9 mg/l, 99.8 mg/l, 106.5 mg/l, 153.7 mg/l, 87.5 mg/l, and 298.5 mg/l. The sample was sent to another site for testing on a roche cobas pro analyzer, resulting in the following albumin values: 150 mg/l, 148 mg/l, 150 mg/l, 150 mg/l, and 149 mg/l. The patient's albumin result is expected to be 150 mg/l.

Manufacturer narrative:
The serial number of the c 501 analyzer is (B)(6). The investigation is ongoing.